Event description:
Revision surgery - the surgeon removed the original femur and insert due to the patient's knee being too tight.

Manufacturer narrative:
The reason for this revision was joint tightness after 1.3 years of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against lot number 59603112. A total of (B)(4) complaints have been submitted against this part number. (B)(4) of the complaints have been attributable to patient joint stability and (B)(4) have been the result of dislocations, pain and infection. A definitive root cause for the joint tightness was not provided. Several factors unrelated to the implant performance can play a role in joint tightness; such as over stuffing the joint and improper implant selection. There are no indications of a product or process issue affecting implant safety or effectiveness.